Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The sample was returned for evaluation. The investigation is currently underway. (Expiry date: 03/2020). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for chronic catheter placement, the white plastic tunneler tip allegedly was cracked and the tip broke off. Another device was used to complete placement. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: all necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. The lot met all release criteria. Investigation summary: one tunneler and one 27cm glidepath were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the sample evaluation confirmed a broken tunneler tip and this is a known issue for glidepath tunnelers. The end fragment of the catheter loading tip on the tunneler was broken in two pieces and the break surfaces were smooth and uneven. The definitive root cause could not be determined based upon available information. However, it is likely that supplier related issues contributed to the reported event.

Event description:
It was reported that during preparation for chronic catheter placement, the white plastic tunneler tip allegedly was cracked and the tip broke off. Another device was used to complete placement. There was no reported patient contact.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that during preparation for chronic catheter placement, the white plastic tunneler tip allegedly was cracked and the tip broke off. Another device was used to complete placement. There was no reported patient contact.